Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator and some impedance inquiries were made. Reportedly, the left ventricular (lv) lead showed high pacing impedance within normal limits, close to 2000 ohms and capture thresholds were 2.6v at 1ms. Technical services explained that the expected range is between 300 and 1200 ohms and that the reported thresholds were not uncommon for an lv lead. In addition, high shock impedance out-of-range were noticed on the right ventricular (rv) lead of over 160 ohms. Ts stated that all energy will not be delivered once impedance is 145 ohms or higher. Subsequently, the patient's crt-d was replaced to normal battery depletion, while this rv lead was surgically abandoned and replaced due to high shock impedance issues. No additional adverse patient effects were reported.